Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. This occurred approximately seven days post implant. A review of the electrograms for the shock episode found significant rail-to-rail noise alternating with small amplitude signals. The sensing vector at the time of the shock was set to the secondary sensing vector. Technical services discussed trying the primary sensing vector. There were no additional adverse patient effects. The system remains implanted.